Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the cp5. According to follow up, the pump stopped and the alarm motor control (error 442) was displayed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, just before the procedure started, the cp5 pump was stopped. This was used as a suction. The perfusionist was then able to quickly switch to another pump that was free. There is no report of any patient injury.

Event description:
See initial report.

Manufacturer narrative:
H.11 livanova field service engineer was dispatched at the customer facility, confirmed the issue and, to fix it, the motor control board has been replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11 the analysis of complaints database confirmed that no similar events have been reported in the past. Following investigation, the root cause of the reported malfunction was traced back to a defective motor controller board. Failures of electronic boards are known to arise from multiple, non-deterministic factors, including exposure to heat, dust, and moisture, accidental impacts such as drops or falls, power overloads or surges, and even variability within micro subcomponents. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.